Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead helix was not extending and retracting to the physicians liking during implant an alternate lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted and turns within specification. If information is provided in the future, a supplemental report will be issued.